Event description:
During a lobectomy procedure, staples were malformed at 2nd firing. The procedure was completed with the same device, as it fired 4 times normally after the defect. There was no pt consequence.